Event description:
A caller reported a skin reaction at the site of the adc device, with symptoms of pain, swelling, redness, and localized warmth. The customer had contact with both a diabetologist and general practitioner 3 days apart and was prescribed fucidin 2% antibiotic cream and a 7 day course of amoxicillin 500 mg respectively for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a skin reaction at the site of the adc device, with symptoms of pain, swelling, redness, and localized warmth. The customer had contact with both a diabetologist and general practitioner 3 days apart and was prescribed fucidin 2% antibiotic cream and a 7 day course of amoxicillin 500 mg respectively for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report: it was determined that on 25 apr 2022, the customer had also reported the same adverse event as reported in this submission to adc via a webform. As such, abbott diabetes care (adc) considers 25 apr 2022 to be the manufacturer's awareness date. There was no additional information regarding the adverse event provided.

Event description:
A caller reported a skin reaction at the site of the adc device, with symptoms of pain, swelling, redness, and localized warmth. The customer had contact with both a diabetologist and general practitioner 3 days apart and was prescribed fucidin 2% antibiotic cream and a 7 day course of amoxicillin 500 mg respectively for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. No issues were observed with the adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.